Event description:
Caller reported a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump prior to receiving a callback from technical support, and after the reset, the cgm error code did not appear again, allowing the caller to successfully start their sensor session.